Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
This handpiece is missing the screw that attaches the grey hand piece to the mics itself. This is the screw that attaches to the bottom of the handle and keeps the grey piece on the mics. Tha procedure.

Manufacturer narrative:
Reported event: it was reported that handpiece is missing the screw that attaches the grey hand piece to the mics itself. This is the screw that attaches to the bottom of the handle and keeps the grey piece on the mics. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: device history records indicate (B)(4) were manufactured under lot k09q9 and (B)(4) including s/n (B)(4) were accepted into final stock on 06/14/2017.no non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k09q9 shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA 1452931.

Event description:
This handpiece is missing the screw that attaches the grey hand piece to the mics itself. This is the screw that attaches to the bottom of the handle and keeps the grey piece on the mics. Tha procedure.